Manufacturer narrative:
This report is submitted on june 24, 2021.

Event description:
Per the clinic, the patient developed tinnitus and subsequently was treated with steroids (type, date and duration not reported).